Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The physician refers to instability due to loosening of the tibial prosthesis. The patient was admitted to the room to check the tibial component for instability issue. Action done: removal the tibia rp attune and plastic rp and replaced by tibia attune fb and plastic stb / fb.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/11/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, synovitis, and tibial tray loosening (unknown interface). Cement manufacturer was provided and was depuy so it will be reported. A progress note from (B)(6) 2016 indicated patellar tilt present, but there was no mention of that within the revision operative note. A doi and dor were also provided.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.